Manufacturer narrative:
The claimed issue was related to leakage sound inside compressor. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description, video and service report. Based on technician statement, the connector of drainage valve was defective. The issue was resolved by replacing the part. The defective part has not been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
It was reported that there was a gas leaking sound coming from compressor. There was no patient harm. Manufacturer's ref #: (B)(4).